Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post right ventricular (rv) lead implant the r-waves indicated attenuation. Additionally, the rv lead exhibited a deterioration of threshold via remote monitoring. Approximately two months later an x-ray was performed when the patient heard an audible alert. The rv lead was dislodged. A revision of the rv lead was attempted; however, manipulation of the lead was not possible due to a severe adhesion in the upper superior vena cava (svc). The rv lead was abandoned, and the patient was referred to a different hospital that was able to explant the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.